Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
74-year-old male patient, presented with stage e cardiogenic shock post cardiac arrest. Impella cp placed via right femoral artery. Patient experienced hypotension and increased medications. Patient transferred for advanced care, where a hematoma was noticed upon arrival, and managed with standard measures. Family withdrew care and patient expired.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4 (catalog, serial). The cause of the injury was not determined due to insufficient clinical details. The root cause of the access site adverse event was not determined due to insufficient clinical details.